Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results and error messages when testing with coaguchek xs meter serial number (B)(4). The patient tested twice using the meter and the results were 4.2 inr and 4.3 inr. Within 7 hours of the meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient has anemia, but does not know her hematocrit. The patient is not polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed. The patient has not been ill and is not taking any new medications. The patient has no changes in diet and does not have a special or unusual diet. The patient has not had any symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr , qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. Relevant retention test strips (lot 361438-23) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.